Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in (B)(4) is identified as: controls, connector unplugged/loose.

Event description:
Dealer is stating that the unit has no lights.